Manufacturer narrative:
The date of event is currently not known. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through evaluation of the article livanova (B)(4) learned that the device was not cleaned according the instruction for use. However in (B)(6) 2017 the tests were performed and the results were negative. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) identified in an article ((B)(6) persistent contamination of heater cooler units for extracorporeal circulation cured by chlorhexidine alcohol in water tanks) that a heater-cooler system 3t was found to be contaminated. There was no known patient involvement.